Event description:
On (B)(6) 2017, a 31mm masters series valve was implanted in the mitral position. On (B)(6) 2018, the patient presented to the hospital with shortness of breath and a stuck leaflet was suspected. On (B)(6) 2018, the valve was explanted and a broken leaflet was observed. Another 31mm masters series mitral valve was implanted. The patient is reported to be stable.

Manufacturer narrative:
The reported event of ¿a broken leaflet¿ was confirmed. The returned 31mm masters series valve was returned with one leaflet dislodged and fractured. There was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged and fractured leaflet. Rather, the dislodged and fractured leaflet is consistent with some external force applied to the valve which overstressed the carbon material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.